Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 370 mg/dl while the sensor glucose reading was 63 mg/dl. The customer received a calibration error alert. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer was advised to call back if issues occur with sensor.